Manufacturer narrative:
Software investigation completed. For framelink 5.4.1, a user can still accidently manually register a rev u exam as a rev a, and vice versa. However, the software was designed so that the application only uses either rev u or rev a exclusively, and the user does not have to manually choose between rev u and rev a in the manual registration. This means that for one stealthstation with framelink installed, if the initial setup was for rev a, the software will always assume the exam is rev a and not rev u. This issue will be continually monitored and trended in a medtronic software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Software analysis completed. Findings are that the software does not recognize the difference between the rev a and rev u, having only rev a as an option. The cranial 3.0 application has a separate process for registering rev a and rev u, however, it cannot recognize when the user manually chooses the wrong localizer. The mitigation for this behavior is the message directing the user to scroll through the volume and verify the registration. Software performing as designed. No further issues have been reported.

Event description:
A medtronic representative reported that when using framelink software on a navigation planning station, he was able to manually register using two different frames under the same frame model. The medtronic representative was using a zd frame while using both rev a and rev u fiducial boxes. The software did not recognize the difference between the rev a and rev u, having only rev a as an option. The medtronic representative selected rev a as the frame in use, and using a rev u frame with manual registration, still registered the model with no error message. This site is a medtronic research facility. There was no procedure and no patient present when this issue was identified.